Manufacturer narrative:
A review of the device history record for this device could not be conducted because no lot number was available.

Event description:
This procedure is part of the definitive le trial. The right posterior tibial artery was perforated while performing atherectomy with the silver-hawk. Debris embolized down stream from the target lesion. The perforation was resolved with angioplasty. No injury to patient reported.